Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient needs to find a healthcare provider (hcp) that deals with this device manufacturer's ins systems because they think their battery is fading and may need to be changed. They think the battery is fading because they are having difficulty turning the battery on, and when they turn it on, they have difficulty getting it turned on again because of a screen that pops up. It was reviewed/concluded that the patient is seeing a low ins battery icon. Patient was walked through and they were able to clear the icon and look at the settings; ins was confirmed on. Patient said they turned it on again prior to the report, but hadn't turned it off because they were afraid they weren't going to be able to turn it back on. Implant hcp told the patient the battery would last 10 years, but it has only lasted 7. Patient asked if that was normal and kept stimulation below 2.0v. Primary cell longevity information was reviewed. A physician listing was sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device worked for 7 years and did not deplete prematurely. No further complications anticipated.